Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Per service record, third party field service technician was able to confirm model lap top 1000 will not charge. The ventilator will not charge due to a blown fuse on the power board causing unit to not charge. This issue also shorted internal battery causing unit to not power up. Field service technician replaced power board. The device has not been received by carefusion.

Event description:
The customer reported the model lap top ventilator 1000 will not charge. Upon further investigation, the customer stated no patient involvement or allegation of patient harm.